Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver 1l normal saline, at a kvo (keep vein open) rate, via a plum pump. After an unspecified length of time, the customer contact reported that the nurse noted that an unspecified volume solution leaked and had leaked onto the pt's bed. At this time, it was noted that the tubing had separated from the leg of the clave y-site of the tubing set. It was reported that the pt was confused and fidgety. No specific details wer provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. No additional info was provided.